Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crease(flat), one opening(linear) on the anterior and brown particles in the inner surface. Leak test and microscopic analysis was performed which identified one opening(sharp) on the anterior. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, with the result of no blockage. Based on the device analysis the final assessment is a sharp opening due to an unidentified(tear) opening.

Event description:
Health professional reported left side deflation. Device was explanted.